Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The component analysis revealed that the foreign material consisted organic silicon and hydrocarbon such as iron rust. What it was derived from may be started by organic silicon followed by chemical agent and hydrocarbon, which led to corrosion of the metal part of the air/water nozzle. The event can be detected/prevented by following the instructions for use which state: ¿section 3.3 inspection of the endoscope 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Section 3.8 inspection of the endoscopic system ¦ inspection of the objective lens cleaning function (a) inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. (B) inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image.¿ customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water flow issues and the water supply failed. The issue was found when preparing the scope for use in a diagnostic procedure. There was no delay and the procedure was completed with the scope. The customer noted the scope nozzles had been clogging recently. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged due to insufficient reprocessing. The report is being submitted due to the clogged nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings , evaluation found the water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked, and had a white clouded area, the nozzle was discolored, and the scope cover was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.